Manufacturer narrative:
(B)(4). The actual device was returned for evaluation and the reported condition that the device was making an unusual noise was confirmed. An assessment was performed and it was observed that the unit was making an unusual noise when running and the trigger was sticky. It was further observed that the motor was worn out, there was strong vibration, and unusual noise. The bearings and seals were worn, and there was an unknown debris on the trigger. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the small battery drive device was making an unusual noise. During in-house engineering evaluation it was further observed that the trigger of the device was sticky. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.